Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. No complaint sample was available for further investigation. Two viscoelastic syringes lot are visible on the provided picture on which the cannula and locking collar are screwed on; no other conclusions can be made based on the provided picture. "As no manufacturing related issues were identified during the investigation; a conclusive root cause cannot be determined for the reported event" review of the lot complaint history, product specifications, and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing-related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. Monthly trend reporting for complaints was reviewed and no adverse trend was identified for the reported event code(s) for the product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during cataract surgery, corneal opacification was observed when the ophthalmic viscoelastic was applied. The surgery was completed using an alternative viscoelastic. The current condition of the patient is unknown. Additional information has been requested but has not been received to date. New information indicates that the physician confirmed a medical intervention was required. On both occasions when the ophthalmic viscoelastic was used, the physician had to perform a corneal cleaning to clear the opacification.